Event description:
Medical affairs spoke to pt and obtained the following information: pt mentioned that they have had an issue with the test strip holder. They claim it keeps falling off. They are able to get a reading but are not sure if it is giving an accurate reading due to the test strip holder. Pt mentioned meter has not been dropped. They went to a scheduled md's appointment and did not test their blood glucose, since they knew he was going to test their sugar. Md tested pt and obtained a 177mg/dl. Md did not treat pt. Pt went home and took their set amount of oral medication (glucophage xr). Customer service was unable to resolve the issue and sent pt a new meter.